Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a damaged y402 crystal oscillator on the computer/analog board. The root cause for the intermittent y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 204 (belt/monitor unusable).